Event description:
A guideliner v2 catheter was used during a clinical procedure. Upon removal, the guideliner separated into two pieces at the polymer collar. Separation occurred inside the guide catheter and the entire system was removed from the patient withouth impact. No patient impact was reported.